Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient obtained a blood glucose reading of 300 mg/dl, and he tested positive for ketones. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. Prior to this, the reporter noted the pump had given a "replace battery" alarm and then powered off. The patient did not replace the battery. During the troubleshooting telephone call, it was revealed there was no damage or corrosion seen on the pump, and the battery cap was secure. The patient's mother replaced the battery, and the pump powered on successfully, and the patient was able to return to insulin pump therapy. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not replacing the battery after the pump gave the "replace battery" alarm. However, as the patient suffered blood glucose levels and positive ketones indicative of severe injury after this occurred, the complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. A review of the pump history indicated one power on reset observed in the black box. No alarms related to the complaint were noted in the pump alarm history. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test cap was found to secure tightly to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with a test battery cap with no power issues. The pump cover was removed and there was no evidence of moisture or damage found to the power circuit or battery flex. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery or functional defects were found with the returned pump. The reported complaint was verified in pump history but was not duplicated during investigation.

Manufacturer narrative:
This report is being submitted on (B)(4) 2012, to inform FDA that the complaint for MFR# 2531779-2012-02845 was voided after the report was submitted on (B)(4) 2012. The report is being submitted to FDA here a second time. Please refer to MFR# 2531779-2012-02845. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.